Manufacturer narrative:
Batch review performed on 05 june 2018: lot 140670: (B)(4) items manufactured and released on 28 january 2015. Expiration date: 2019-12-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During an l4-s1 alif case, when the surgeon was trialing the cage he informed the sales agent that he does not like the shape of the trials/implant. The surgeon downsized the cage and implanted a 24x31x12 because the cages are too square. The surgery was completed successfully.